Event description:
Patient reported that the device generated a recurring electronic error during an attempt to program a 5-u extended bolus. Pt switched to back-up device. During phone troubleshooting, the original device's history was reviewed and it showed that a 7-5-u bolus was delivered, but the pt said, she programmed a 5-u bolus, not a 7.5-u bolus. Pt stated that she is 100% sure that she did not receive a 7.5-u bolus. Patient's blood glucose was not affected, and no treatment was received.